Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. [Consideration] the subject device was investigated as follows; for identifying the failure part, after it was assembled the connector board of the same model and check the image, it was confirmed that the image malfunction which had occurred was solved and the normal image was displayed. From this result, it was concluded that it was caused by an abnormality in the connector board. As for the cause of the damage to the connector board, it was presumed that it may have been damaged due to the accumulation of electrical stress due to repeated energization or accidental over current such as application of static electricity. When it was checked the repair history of the connector board, there was no repair / replacement record for about 3 years from the delivery (december 6, 2018). If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon was duplicated and found the impact scar and scratch on the electrical contacts. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for laparoscopic surgery, the error, e216 which indicates there was the communication problem between the subject device and the video processor was displayed when the subject device was connected to the video processor, otv-300. The user also reported that the intended procedure was completed with another similar device. There was no patient injury associated with this report.